Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received failed battery alarm. The customer¿s blood glucose level was unknown. The customer states the pump alarmed with a replace battery alarm. Troubleshooting was performed for failed battery alarm and noticed the alarm recurred. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.